Manufacturer narrative:
Manufacturer reference number: (B)(4). Evaluation summary: post market vigilance (pmv) led an evaluation of one adapter opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an engineering evaluation of the returned devices. No external visual abnormalities were noted for the adapter. During functional evaluation, the button exhibited sluggish returns. The adapter was inserted onto a known working handle and tested satisfactorily. The adapter was disassembled and found to have damage to the lockout slider block. Visual and functional testing of the returned product confirmed the product met quality release specifications that were tested. The damaged lockout slider block and non-welded tip housing was the failure causing the reported difficult to straighten, difficult to unload, and sluggish button conditions. Replication of the damage seen on the lockout slider block can be performed by firing/clamping a single use loading unit (sulu) when it is not fully loaded into the adapter. When the block becomes jammed, it can prevent the lockout cam block and sulu load link from returning to its resting state. The sulu load link connects to the unload button, in turn causing that to become stuck in place or unable to fully return i.e. Sluggish. The most likely root cause for the damaged lockout slider block and non-welded tip housing is user miss-load. The file was concluded to be a misuse of the product. Should new information become available, the file will be re-opened and reassessed at that time.

Event description:
According to the reporter: occurred during a laparoscopic low anterior resection procedure. When the single use loading unit (sulu) was detached following the first but last fire, the release button has shown red already and was unable to be pushed back to the original position. No patient injury, the last patient's status is good.